Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to load the correct data. No further info is available.

Event description:
The customer reported the system would not boot up. No pt injury was reported.